Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "detection of locking bolt loosening in the stem-condyle junction of a modular femoral stem in revision total knee arthroplasty.¿ literature article "detection of locking bolt loosening in the stem-condyle junction of a modular femoral stem in revision total knee arthroplasty" by jae-min ahn et al. Published by the journal of arthroplasty was reviewed. The article purpose: to report one case of loosening of the locking bolt in the stem-condyle junction of a constrained modular femoral component in revision total knee arthroplasty. The article reports: a (B)(6)-year-old woman presented to the author's clinic with an infected tka. After the infection was eradicated, a depuy tciii with tibial and femoral stems was implanted. Two years after this revision operation, the patient presented with pain, swelling, and inability to walk more than one block. A CT of the knee was performed, which revealed loosening of the locking bolt in the stem-condyle junction of the femoral component. At re-revision surgery, it was found that there was metallosis and synovitis. The femoral component was loose with extensive segmental and cavitary bone loss medially and the femoral stem locking bolt was loose in the stemcondyle junction. After this rerevision surgery, the patient's range of motion increased, the pain subsided, and she could walk without any external support. The patella was not resurfaced. Cement was used although no manufacturer was disclosed. Depuy products involved: tciii. Complications: pain (1), edema (1), aseptic loosening (1), surgical intervention (1).